Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge change error while changing the cartridge. The customer's blood glucose level was 200 mg/dl. Three additional cartridge were attempted to be loaded and all were unsuccessful. The customer was to use lantus and insulin injections to manage diabetes.